Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a amplatzer amulet was chosen for implantation utilizing a 12f torqvue delivery sheath. Once the sheath was inserted into the patient, a split was observed. The device was removed and a replacement delivery system was used to complete the procedure. There was no patient consequences.

Manufacturer narrative:
An event of split observed upon inserting sheath into the patient was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device was removed and a replacement delivery system was used to complete the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.